Event description:
It was reported that the patient developed a spinal headache. On (B)(6), a CT scan was performed with contrast and there was a change in the intervertebral disc space seen. Four days later, an isotope pump study was done and a catheter leak was seen within the abdomen. The entire device system was explanted that day and the event resolved without sequela two weeks later. The etiology of the event was attributed to the lumbar portion of the catheter and wasn¿t related to the implant procedure. In addition, the event reportedly resulted in inpatient hospitalization being required. The device system was used to deliver sufentanil and bupivacaine. This event was previously reported in manufacturer report #3004209178-2011-10014. However, upon further review, there appeared to be two distinct events.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).